Event description:
A user facility reported to olympus that the fuses are blown on their evis exera ii video system center system and the device will not turn on. There were no patient death, harm, or user injuries reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. During the inspection it the service center also noted the fuses were blown and the unit had a damaged rubber foot grommet. It was noted when the power switch was turned to the on position the device failed to start due to a failure of the power unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured and the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, they were unable to determine what caused the faults on both the power unit and the fuses. It was assumed that this device has not received regular maintenance per manufacturer¿s recommendations. It is recommended that a field technician visits the customer to remind them of the importance of a proper and regular maintenance to avoid device failure. The device can be repaired by exchange of the power supply unit (ref. (B)(4)), the foot 5-5 (ref. (B)(4)), and the fuse (ref. (B)(4)). Olympus will continue to monitor field performance for this device.